Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 598 mg/dl, 190 mg/dl, 251 mg/dl (aviva connect) and 152 mg/dl (aviva). Results were obtained using the same strip vial. No adverse event reported. Return of the suspect device was requested for evaluation.